Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. On (B)(6) 2025, multiple low glucose and urgent low glucose alerts were triggered in response to decreasing glucose levels and were consistent with the reported hypoglycemic event. The log review confirmed the ilet was operating as intended, the cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, a caregiver reported that the user experienced low blood glucose (bg) of 40mg/dl. The user was given glucose tablets, and insulin delivery was suspended. Ems was contacted and treated the user at home with fast-acting glucose tablets and juice. The event resolved without hospitalization.